Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that an attempt was made to program the patient with adaptivestim but the patient felt the same no matter what position they were in so they left it. The only position that worked was at night it shut off and worked for the patient. Originally when the patient moved they would feel the shock or strong sensation and when the patient didn't feel it anymore that's when they knew something was wrong and stimulation wasn't working. They turned stimulation up to 10.0 volts and the patient wasn't feeling anything so they met with the manufacturer's representative (rep). She called the rep. Who met them at the healthcare provider's office on the day of the report for reprogramming. The rep. Went through some stuff on the device and said that 5 or 6 of the electrodes weren't working and eleven electrodes were working so they reprogrammed around them which worked for two days and then quit. As of (B)(6) the patient reported that it wasn't working and they hadn't used their external components in a couple of months. The patient stated the device was charged up at the time but couldn't feel it working as they had no stimulation and experienced a loss of therapy which was not related to positional movement. It was noted the patient hadn't been charging it as of (B)(6) because it hadn't been working. It worked for two days after it was reprogrammed but then it quit working and the patient wasn't going to drive two hours every two weeks to get it checked. The patient programmer (pp) was used at the time of the call which showed the warning screen that it was time to charge the implantable neurostimulator (ins) so they weren't able to change stimulation or check any settings until the device was charged. A recharging session was started and the patient had six to eight coupling boxes and had the 1/4 ins flashing. It was reviewed that the patient needed to charge and once they were fully charged they could turn on stimulation with the pp and check to see if the patient was feeling stimulation and if not they could follow-up with the healthcare provider (hcp) since they reprogrammed around 5-6 of the electrodes. A friend of the patient's thought that the electrodes must have come loose. She remembered that 11 electrodes were working and the others that were messed up were in an important area but the rep. Was able to reprogram around it and it worked for two days and then quit. There were no falls or traumas reported that could have been related to the issue. It was noted the patient was in the hospital in (B)(6) after the reprogramming and was admitted for 48 hours because the patient had a slight heart attack (a lot of pain). They tried to do an EKG but were having issues getting a good reading, but while the patient was conscious they had an EKG and heart cath. Done in the lab. The rep. Later reported that they had talked with the patient over the past week prior to (B)(6) and were trying to coordinate an appointment at the physician's office. It was noted the healthcare provider (hcp) had not seen the patient since (B)(6) 2013 so they weren't sure what the patient meant by the electrodes not working. The rep. Saw the patient on (B)(6) and there were several electrodes on one lead that were over impedance but the rep. Was able to use the other lead to achieve optimal stimulation at that time.